Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the catheter stuck to the guidewire. The 75% stenotic lesion with calcification was located in the moderately tortuous superficial femoral artery. The physician predilated the lesion with the 5.0-80mm, 80cm wanda balloon catheter inflated to 8atms and then removed the balloon catheter and the guide wire from the pt. When the physician attempted to use the wanda balloon catheter again, but the catheter (near the tip) was "stuck with the guide wire". The procedure was successfully completed with a different device. There were no pt complications. Pt status is reported as "good".